Event description:
It was reported that the patient's implant site was painful, bruised, swollen and hot. The patient went to the emergency room (ER) and was administered with antibiotics as a precaution. No further information could be obtained despite good faith efforts. Additional information was received that the patient had an infection over the implantable pulse generator (ipg) site and the physician was unable to determine the cause. The symptoms appeared to be getting better upon follow-up.

Event description:
It was reported that the patient's implant site was painful, bruised, swollen and hot. The patient went to the emergency room (ER) and was administered with antibiotics as a precaution. No further information could be obtained despite good faith efforts.